Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2016, an fse visited the customer to address the reported event. During servicing, fse replaced the check valves then tested the instrument with no errors. The retention times and pressures were normal. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event were the check valves.

Event description:
On (B)(6) 2016, a customer reported having peak pattern issues and long retention times with their g8 analyzer. The customer reports tried adjusting the flow rate and changing the columns but the issues persisted. Technical support troubleshooted with the customer and advised them to further adjust the flow rate then repower and run primes. However, the long retention times remained. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.